Event description:
It was reported that after blood aspiration and catheter flushing, liquid leaks occurred with the externally-exposed portion of the catheter expected to be inserted. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3694 showed no other similar product complaint(s) from this lot number.